Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 5. The programmed fill volume was 2800 ml and ultrafiltration volume was 2104 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite functional test and electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: use error, clinician inappropriately set minimum drain volume percentage setting too low. The device was determined to meet the specification requirements relative to the iipv identified via device log review. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A device history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.